Event description:
Additional review indicated that the low reservior alarm occurred on (B)(6).

Event description:
It was reported the patient's pump alarmed. Telemetry confirmed a critical alarm was occurring due to "zero ml reservoir volume." It was noted the empty reservoir alarm occurred on (B)(6) 2012. The patient experienced increased baseline spasticity about a month ago but the patient was now doing "fine." It was reported the patient experienced a severe headache, nausea, and vomiting which started the day prior to this reported. It was noted the healthcare profession (hcp) did not feel the new symptoms were related to the pump. The device system was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information reported that the cause of the event was due to the missed refill date. It was indicated that there was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).